Event description:
It was reported that the patient had (B)(6) infection and vegetation was visualized on the lead during echocardiogram. Cultures were taken and the patient received intravenous antibiotics. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x2 implantable pacing leads (B)(6) 2013. (B)(4).